Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration of essure device location of device: 1 coil moved, perforated or disappeared') and device dislocation ('migration of essure device location of device: 1 coil moved, perforated or disappeared,') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. On (B)(6) 2011, essure confirmation test was done which showed coils were placed correctly. Concurrent conditions included bleeding genital, metaplasia, pain (resolved), infection (resolved), nausea and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive menstrual bleeding"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), menometrorrhagia ("irregular prolonged periods"), dysmenorrhoea ("painful periods"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (hysterectomy (partial), essure coil removal). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, vaginal haemorrhage, migraine, fatigue, abdominal distension, alopecia, menometrorrhagia, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia, menstrual disorder, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, menometrorrhagia, menorrhagia, menstrual disorder, migraine, perforation and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a total vaginal hysterectomy in which the fallopian tubes were not removed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: excessive and frequent menstruation, excessive vaginal bleeding, irregular periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: plaintiff fact sheet and medical records were received. Event injury was updated to migration of essure device location of device: 1 coil moved, perforated or disappeared, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/excessive menstrual bleeding, migraines / headaches, fatigue, bloating, hair loss, irregular prolonged periods, painful periods, abnormal menstrual bleeding, abdominal pain, lower back pain, stomach pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right ovarian fossa had the essure embedded within this fossa') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. On (B)(6) 2011, essure confirmation test was done which showed coils were placed correctly. Concurrent conditions included bleeding genital, metaplasia, pain (resolved), infection (resolved), nausea and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive menstrual bleeding"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), menometrorrhagia ("irregular prolonged periods"), dysmenorrhoea ("painful periods"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy, excision of endometriosis of left uterosacral ligament). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, migraine, fatigue, abdominal distension, alopecia, menometrorrhagia, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia, menstrual disorder, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, menometrorrhagia, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a total vaginal hysterectomy in which the fallopian tubes were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure coil is in appropriate position of left fallopian to without change. There is unchanged positioning of right fallopian tube essure coil possibly in distal aspect of right fallopian tube. Positioning of right-sided essure coil is unchanged. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: excessive and frequent menstruation, excessive vaginal bleeding, irregular periods. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿right ovarian fossa had the essure embedded within this fossa¿ was recoded to the meddra llt: device dislocation into abdominal cavity (essure micro-insert embedded in abdomen). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right ovarian fossa had the essure embedded within this fossa') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. On (B)(6) 2011, essure confirmation test was done which showed coils were placed correctly. Concurrent conditions included bleeding genital, metaplasia, pain (resolved), infection (resolved), nausea and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive menstrual bleeding"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), menometrorrhagia ("irregular prolonged periods"), dysmenorrhoea ("painful periods"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy, excision of endometriosis of left uterosacral ligament). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, vaginal haemorrhage, migraine, fatigue, abdominal distension, alopecia, menometrorrhagia, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia, menstrual disorder, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, dysmenorrhoea, embedded device, fatigue, menometrorrhagia, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a total vaginal hysterectomy in which the fallopian tubes were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure coil is in appropriate position of left fallopian to without change. There is unchanged positioning of right fallopian tube essure coil possibly in distal aspect of right fallopian tube. Positioning of right-sided essure coil is unchanged. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: excessive and frequent menstruation, excessive vaginal bleeding, irregular periods . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received. Reporter information, lab data added. Removal date updated. Event device dislocation and perforation updated to event right ovarian fossa had the essure embedded within this fossa . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right ovarian fossa had the essure embedded within this fossa') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and cholecystectomy. On (B)(6) 2011, essure confirmation test was done which showed coils were placed correctly. Concurrent conditions included bleeding genital, metaplasia, pain (resolved), infection (resolved), nausea and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/excessive menstrual bleeding"), migraine ("migraines / headaches"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), menometrorrhagia ("irregular prolonged periods"), dysmenorrhoea ("painful periods"), menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy, excision of endometriosis of left uterosacral ligament). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, migraine, fatigue, abdominal distension, alopecia, menometrorrhagia, dysmenorrhoea and abdominal pain outcome was unknown and the menorrhagia, menstrual disorder, back pain and abdominal pain upper had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, menometrorrhagia, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: the patient had a total vaginal hysterectomy in which the fallopian tubes were not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure coil is in appropriate position of left fallopian to without change. There is unchanged positioning of right fallopian tube essure coil possibly in distal aspect of right fallopian tube. Positioning of right-sided essure coil is unchanged. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: excessive and frequent menstruation, excessive vaginal bleeding, irregular periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.